Event description:
It was reported that failure to record occurred. The target lesion was located in the coronary artery. A 120v ce ilab ultrasound imaging system was used. During procedure, the unit was not recording. Two catheters were attempted, but the unit still did not record, so the physician aborted the procedure. No other details were given and no specific error message was provided. There were no known consequences to the patient.